Manufacturer narrative:
Product evaluation: one 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Only the inserter was returned, no anchor. Functional assessment of the inserter confirmed it performed as intended. Without the return of the anchor no root cause can be established. (B)(4).

Event description:
During rotator cuff procedure, the anchor is not fixed in the bone. Drill and tapper were used. The device did break in the patient and the broken piece was removed. There is no information regarding whether or not the same hole was used for the backup device or whether it was left empty. The patient's post-operative condition is reported as okay. There is no information regarding the patient's bone quality.

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).